Event description:
It was reported that this patient¿s pump was refilled on (B)(6) 2013. At that appointment there was reportedly ¿something to do with the way they had programmed the boluses in.¿ it was programmed to allow the patient to boluses ¿like every ten minutes or something.¿ this required the patient to return to the clinic and the programming was fixed. The following day the patient needed a bolus and when she had turned on the personal therapy manger (ptm) the date was (B)(6) 2013. No alarms were heard by the patient. A bolus was attempted but was denied and the patient did not remember if there was a code or what the message was displayed. The patient turned off the ptm and turned it back on and then the time for the next allotted bolus was ¿like 3 hours and 33 minutes or something.¿ another bolus was attempted with ¿3 hours and 22 minutes and the b and the x.¿ the ptm was turned off and back on yet again. Upon reboot there was a picture of a phone and an ¿x¿ and then a picture of the pump and a triangle with an exclamation point in it. There was also a check at the bottom in a square and appeared an ¿x¿ in between two pictures. There was no code but only pictures and the reporter thought this was the same message that was seen also initially. In addition, the bolus was denied with and ¿x¿ and 3 hours and 20 minutes noted. The patient did not use an antenna. The patient reported that the pain in her foot had stopped and she did not know if that was coincidence or due to the patient receiving a bolus. The patient was to address the date issue with her physician. This device system delivered baclofen and morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709, lot# j11018r51, implanted: (B)(6) 2002, product type catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2012, product type accessory; product ID neu_ptm_prog, serial# unknown, product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported the personal therapy manager (ptm) is still reading (B)(6) 2013. The next refill is sometime in (B)(6) and the last one was likely in early (B)(6). The patient¿s therapy is okay and her ptm is still able to deliver boluses. It was recommended the patient contact their hcp.